Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k, however, have been provided in this MDR. A review of all batch record documents was performed for associated lot numbers h12j03034 and h12j15038 (product codes (B)(4)) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced a bacterial infection in the stomach area manifested by severe stomach pain and cloudy fluids. On that same day, the patient went to the hospital and was then diagnosed with peritonitis and admitted. On an unreported date, the patient was treated with unspecified antibiotics. The nurse believed that the peritonitis might have been caused by an ileus in the bowel. On (B)(6) 2013, the patient was discharged from the hospital. The patient was still on antibiotics. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.